Event description:
The MFR rep reported the device was explanted due to infection.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.